Event description:
Found during daily testing. According to the reporter, the device powers off by itself. There was no pt involved with the reported. Incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would lose power by itself after powering it on. Physio replaced the large keypad assembly and then observed proper device operation through functional and performance testing. The device returned to the customer for use.